Manufacturer narrative:
Returned device was received in good physical condition but the top case was cracked and chipped by the front right and left bottom corner. During the evaluation of the device, the issue was able to be replicated by analysts. The core issue was found to be that the reprogramming from the bottom interconnect board to the main board was incomplete. This issue is consistent with the customer downloading software v1.6.1 and did not complete the upload process. This issue was found to be caused by use error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the medfusion 4000 pump's interconnect board was not working and alarming. There were no adverse events reported.